Event description:
I first received the essure procedure on (B)(6) 2009 and right from the start I experienced pain, cramping nad heavy bleeding. It was not two weeks later that the severe migraines (nothing helped the migraines) and the rashes started. Then I started to lose focus, could not think clearly and I became very lethargic. Then I started urinating blood. My weight was greatly fluctuating. I had to get an allergy test for my doctor to believe that these symptoms were due to the essure and the allergy test was so positive, that I still have the two scars from the nickel and cobalt test areas. I had it removed in 2011 (the only way to remove it is a hysterectomy). It is now 2015 and I am still experiencing severe migraines and rashes and severe stomach and back pain, and I still have problems with fatigue. I now believe that it also created my colitis. Please stop giving this to women!!!! Pull it now!!!!